Event description:
Boston scientific recently received information from a competitor representative that this right atrial lead was surgically abandoned and replaced four years ago due to lead fracture. No other information about the event was available. No adverse patient effects were reported.

Manufacturer narrative:
The lead was surgically abandoned. No further information is available. This report will be updated if more information becomes available.